Event description:
The pt reportedly experienced swelling and retention issues at the implant site. The doctor surgically aspirated and drained the pt's implant site. The fluid was found to be sterile. The pt is being monitored.